Event description:
Per the customer, there was an issue with the system loading images. The loading was delayed by several minutes and the images were upside down. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, there was an issue with the system loading images. The loading was delayed by several minutes and the images were upside down. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.